Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the reservoir lip ring was loose. Customer stated that the reservoir was not able to lock in place when inserted into pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, selftest and occlusion test due to pump error 38 alarm. Device received constant pump error 38 alarm during rewind due to gearbox jammed. Device received with pillowing keypad overlay. Test reservoir lock properly inside the reservoir tube. No damage at the retainer ring tube lip.